Manufacturer narrative:
The pump was received with a blank display and an unexpected constant vibration due to moisture damage at the electronic assembly. The motor assembly was also found damaged by moisture. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and a minor scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had jumped into the pool. Caller stated that the pump is constantly vibrating. Caller pulled the battery and reservoir out. Customer's blood glucose was 304 mg/dl at the time of the incident. Caller stated that the pump is vibrating without an alarm or alert. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.